Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The pump supplies were changed. Blood glucose was 288 mg/dl. As the pump supplies were changed, a cause of the occlusion could not be determined.